Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a kyphoplasty procedure the resistance bars on the controller would not increase. Only one bar was displayed with no resistance being felt while delivering the cement. A 4cc bolus was unexpectedly delivered into the patient's vertebral body. Posterior cement extravasation was suspected. The patient was transferred to radiology for a CT scan confirming that cement had extravasated into the patient's epidural space. The patient remained asymptomatic and was discharged by the physician.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was evaluated through simulated use testing. The complaint is unconfirmed. The device performed as intented during testing. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints were found as the lot on this device is unique to the individual unit.